Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the telemetry device has a speaker malfunction, the speaker is not working at all. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The device was sent to bench repair for further evaluation. The bench technician (bt) found that the device had sound coming from the speaker. The bt confirmed that there was an error message that only appeared at the piic station during testing.